Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine generator exchange, visual inspection revealed externalized conductor. All electrical characteristics were normal. The physician decided to explant and replace the lead. The patient condition is fine.

Manufacturer narrative:
External insulation abrasion was noted at 11.3-11.6cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasions were noted at 44.1-45.0cm and 44.4-44.7cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 28.0-28.1cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 12.1-12.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. The sensing conductor etfe coating was abraded at this location.